Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The device eval found force required to secure the door is above expected levels, and if not applied will cause unit to alarm for door not fully latched messages. This condition is caused by door hooks being out of adjustment. The door hooks and latch pins were replaced to correct this condition.

Event description:
It was reported that a device alarmed for door not fully latched messages. There was no pt incident reported.